Event description:
Boston scientific received information that this passive right ventricular (rv) lead located in the apex had a micro dislodgement with some dropped beats seen on electrocardiogram (EKG) but there was no asystole or any additional adverse patient effects. The physician decided to replace the lead with an active rv lead since the patient was pacer dependent. This rv lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.